Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
External insulation abrasion was noted at 32.0-32.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.